Event description:
It was reported that customer was not currently using the 530g insulin pump due to being pregnant and has gone back to manual injections. However, while she was using the insulin pump she had to be hospitalized due to low blood glucose. The blood glucose level was not included in the report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.